Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and screen error alarms were observed. The reported event of a frozen display scrreen was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6)2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional event or patient information is available.